Event description:
It was reported that the lens vaulted and could not be repositioned. The lens was explanted and same model and diopter lens was implanted. No additional information was provided. Additional information has been requested, but no additional information has been received by bausch + lomb to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.